Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge revealed that first loading unit was partially fired and the anvil clamping mechanism was deformed. Visual inspection noted that the second loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading units found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Re plication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung procedure. While resecting lung tissue, the device made a loud noise while firing and could not be fired anymore. There was poor staple formation. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung procedure, while resecting lung tissue, the device made a loud noise while firing and could not be fired anymore. Firing the first device to half was very hard , and the gun made a big carbazole clicks , the part of the staple legs didn't closed molding completely after the firing , unloading for a nail , firing into the half, hold the black handle of the gun , but unable to continue firing .it was found in the middle of the leg exposed after the unloading. They replaced the device to complete the case. There was no patient injury.